Event description:
It was reported that the non-pulse generator dependent patient experienced noise reversion on the right ventricular lead. The noise was reproducible with arm movement. It was noted no anomalies with the lead. Programming changes were made. The patient would be monitored.